Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that a patient underwent unknown procedure on (B)(6) 2018 and suture was used. The suture detached from the needle during use. There were no adverse patient consequences reported.

Manufacturer narrative:
(B)(4). A suture needle was evaluated and fracture was observed at the suture attachment of the needle. The needle was received in two pieces, only one of the mating fracture surfaces was examined for this evaluation. A scanning electron microscope (sem) was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations in order to determine the fracture mode. The evaluation revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile overload failure. This was a ductile fracture. The evidence of this examination indicates that the breakage occurred at the attachment area of the needle during use due to tensile overload. There is no evidence of any material flaw or defect that would cause premature failure.

Manufacturer narrative:
Product complaint # pc-(B)(4). Date sent to the FDA: (B)(4) 2018. Investigation summary a paper folder, a broken needle and a suture were returned for analysis. The suture was examined for visual inspection attribute defects and it was observed that it had an attached needle piece in the suture and no attachment defects were observed. As the needle piece had attached in the suture, needle pull off was not observedthe sample will be send for further analysis.